Manufacturer narrative:
The report we received from our affiliate indicated that the target lesion was located in the right femoral artery, which was predilated. The stent delivery system was positioned at the site. However, the delivery system balloon was unable to be expanded, and therefore, the stent could not be deployed. The product was withdrawn, and another stent delivery system was used with the same indeflator without difficulty. There were adverse effects to the pt. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. Please note that this device (p3907e/lot no r0404099) is distributed outside the united states; however, it is similar to the united states product p3907c.

Event description:
Inflation difficulty.